Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level ranging from 378-391 mg/dl with high ketones. Prior to going to the ER, a correction bolus was delivered via the pump and the pump supplies were changed to address the bg level. In the ER, the customer was treated with an insulin pen. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. No additional information was provided.